Event description:
Customer was drawing blood with eclipse needle and they state that when they went to cover needle, the shield fell off and they got stuck. The co will offer to in-service this account to review activation technique.